Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of 253 mg/dl after drinking orange juice and eating sunflower seeds before bed and being disconnected from the ilet for approximately 1.5 hours during a supply change. The case involved an infusion set and cartridge with no alerts or alarms noted, and troubleshooting and education were provided. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, a usage problem identified related to improper or incorrect procedure or method, and involvement of the infusion set and cartridge component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that caused or contributed to the event.